Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized in (B)(6) due to high blood glucose. It was reported that customer had been hospitalized twice since training for insulin pump therapy. Customer's blood glucose during both hospitalizations was between 500 mg/dl and 600 mg/dl. Customer was removed from insulin pump therapy by healthcare professional until (B)(6) when educator could retrain. Customer declined transfer to helpline.